Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The core module and the printed circuit board (pcb) were replaced to address the issue. Both were returned or investigation testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. There was no relevant complaint found as part of this investigation. Core module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The core module was installed into a console and turned on. It was observed that the laser module was recognized by the system, but the laser module ring lights turned white, and the laser was not functional. Therefore, the customer reported event was replicated. The pcb was replaced, and the system was tested. Following the replacement, the system was able to boot up with no issues. The printed circuit board (pcb) was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The pcb was installed into a console and turned on. No nonconformities were identified and no system messages displayed. Testing was performed and the system was found to have no issues upon boot-up. The root cause of the reported event is attributed to the nonconforming printed circuit board (pcb). Manufacturers will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that before a vitrectomy surgery, the ophthalmic laser icon remained grey and was unusable. The customer attempted to turn on the laser, but it did not start. The surgery was completed on the same day using an alternative laser. Procedure details and patient impact have not been provided.